Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is possible that there is a conduction abnormality due to flooding inside the device, but it could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: grip had a scratch, control unit had a crack, plug unit had a scratch, due to a pinhole on bending section cover, water tightness was lost, no electrical continuity due to corrosion on distal end, due to damage on insertion tube rotation ring, connecting tube did not rotate smoothly, image guide protector was damaged, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited an image not displaying. There were no reports of patient involvement.